Event description:
The customer reported a ventilator experienced a primary alarm failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer and the rse confirmed the occurrence of the reported issue via the 1102 error code found in the event log. The rse advised the customer how to troubleshoot the issue and additionally advised that they may need to replace the speakers and the central processing unit (cpu). The part identification number for these parts was provided. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The rse advised the customer how to trouble shoot the issue and additionally advise that they may need to replace the speakers and the central processing unit (cpu). The part identification number for these parts were provided. Moreover, further information regarding the repair has been requested from the customer. No response has been received at this time.